Event description:
Home patient (hp) reports that was connected to homechoice device before hp should have been, during prime. Baxter technician instructed hp to end treatment and to notify rn. No patient injury or medical intervention required per rn.